Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was attempting to use a visi-pro balloon-expandable biliary stent system. It is reported that upon introducing the stent over the wire and into the sheath, the physician noted that the stent appeared to have come loose from the catheter and did not feel comfortable advancing it. The stent was then backed off the wire and a new one was opened. The case continued successfully. There is no reported patient injury.